Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the shaft had detached approximately 117.5cm from the catheter strain relief. The detached, distal section of the catheter was not returned. The hypotube was also kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a balloon angioplasty treatment procedure the balloon came off the catheter. The product mandrel was being removed from the apex monorail 15mmx2.25mm balloon catheter when the balloon detached from the catheter. The device was not used. Another apex balloon was used to complete the procedure.

Event description:
It was reported that during preparation for a balloon angioplasty treatment procedure, the balloon came off the catheter. The product mandrel was being removed from the apex monorail 15mmx2.25mm balloon catheter when the balloon detached from the catheter. The device was not used. Another apex balloon was used to complete the procedure.